Event description:
The customer reported via phone call that she had dropped her insulin pump and it is not working anymore. Customer stated that the pump was completely submerged when she fell in the water. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and with minor scratched display window. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.